Event description:
A medwatch was received for this device. The customer reports that the mouth gag was placed in the pt's mouth for a surgical procedure. The instrument snapped apart while still in the pt's mouth. The pt's mouth closed. The doctor examined the pt's teeth and mouth and there was no injury noted.

Manufacturer narrative:
At the time of this report, the device sample was not returned for eval.